Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had issues with both the recharger and communicator not connecting well to the ins.  Recharging had always been slow, needing six hours to get to 100%. With the communicator, it showed "communicator not found". The patient was in the hospital last week and was given a new communicator but had the same issue. They were now trying to charge and finally managed to get an excellent quality connection. The patient would try to continue charging and call the manufacturer back on 19-aug-2025 to see how it goes. No symptoms were reported.

Manufacturer narrative:
G2. Foreign: ie medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.